Event description:
This catheter was successfully placed for biliary drainage. Post placement it was noted that the tip of this drainage catheter had detached and remained in the patient. The detached catheter segment was successfully retrieved and another catheter was placed for continuation of treatment. No patient complications were reported in this event. One other device was also used in this procedure (please reference 6000037-2002-00113). This device has not been received for evaluation. Therefore, a failure analysis is not available. As a lot number for this device was not provided, a device history search could not be performed. Therefore, the company is unable to determine if the device met its specifications. The company believes patient anatomy may have contributed to this event. However, the company is unable to determine the relationship between the device and the cause for this event. Directions for use state: "the catheter is designed for percutaneous drainage of abscess fluid, biliary, nephrostomy, urinary, pleural empyemas, lung abscesses, and mediastinal collections."